Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge.

Event description:
It is reported that the pt experienced a high blood glucose level. Level goes higher than 400mg/dl. Troubleshooting was conducted and we explained the possible reasons for a high blood glucose level to the pt. The device is not being returned. No further info available